Manufacturer narrative:
Per supplemental information received, the affected patient was initially hospitalized due to thoracic neoplasms. The blocked bd q-syte¿ was noted on the third day of use when the nurse went to replace it with a new bd q-syte¿ connector and found it could not be removed from the central line. The line had to be removed. The nurse had used anaerdian and alcohol to disinfect the device. The patient has been discharged from the hospital. Updated "medical device operator" device evaluation: result - a review of the device history record revealed no abnormalities during the manufacture of subassembly lots for the reported lot number 5057862. The q-syte slit measurement data, bottom slit tear rating, bond strength and damaged data shows that the visual and testing passed and were within specification. One used q-syte and one loose q-syte from lot number 5057862 were received on 11/30/2015. The q-syte was attached to a PICC. Avisual/microscopic examination revealed stress fractures and pattern markings on the polycarbonate body and neck of the q-syte unit. A flow rate test was performed on the device and was within specifications. The q-syte was not found to be occluded. The q-syte was then attached to the returned PICC and water from the flow rate test was observed coming from a hole in the PICC tubing. Conclusion - the customer's reported defect was not confirmed with the returned device. Although there were stress fractures and pattern markings on the polycarbonate body and neck of the q-syte, the q-syte performed according to the intended manufacturing specifications. There was no definite physical or mechanical evidence that confirmed and supported manufacturing process related issues for the defect observed in this incident. An absolute root cause cannot be determined. See manufacturer narrative.

Manufacturer narrative:
A sample is available for evaluation but has not been received. A supplemental report will be filed upon completion of the investigation.

Event description:
It was reported that the customer found the bd q-syte was blocked on a central venous catheter. The patient was receiving fat emulsion and blood products through the line when the issue occurred. The patient required a new central catheter to be placed.